Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that pt is needing MRI of body part other than the head. Hcp states pt said the interstim is not functional but could not clarify further besides stating that pt was planning to have the interstim removed b/c it was "not on". Hcp is unsure if ins is at eos. Hcp then stated that pt was adamant that there is no issue with the interstim other than they are planning to remove it. Hcp states ins was placed for urge incontinence. Hcp noted that pt had an appt. Regarding the explant procedure but missed it and then came into the hospital the following day for sepsis. Event date provided: at least a year. The caller followed-up to try to get a field rep to their facility to put the ins in MRI mode. Tss transferred the caller to nas